Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(6) . The patient experienced pump stoppages while lying in bed connected to their mobile power unit. A distal end driveline repair was performed by an abbott technical services representative on 04may2020. A pump exchange was ultimately completed on 13may2020. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump body and a severed portion of driveline measuring approximately 41.0¿ was also returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The silicone sleeve, bionate, and metal-braided shield were removed from the driveline returned with the pump. Visual inspection of the underlying wires revealed breaches in the insulation of the red and orange wires approximately 2.75¿ from the pump body. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation and revealed additional breaches in the insulation of the red and orange wires approximately 5.25¿ from the pump body. The conductors of the red and orange wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the red and orange wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting shorts to ground would have caused the reported pump stoppages, as seen in the submitted log file data. Incidental finding: visual inspection of the metal connector on the replaced portion of external driveline revealed a bent pin. There were no reported connection issues between the driveline and the system controller. A specific cause and length of time for which the pin was bent could not be conclusively determined. The correlation that existed, if at all, between this observation and the reported event could not be conclusively determined. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) while at home at 7:15 am when there were low flow and pump stop alarms. The patient's device was interrogated, the log file was downloaded, and they were placed on batteries. The patient stated that they were hanging up curtains about two weeks ago and hit their right arm on with a screw and subsequently fell on their left side. The patient denied syncope, loss of consciousness, and any shocks from their device or alarms from the vad. The patient reportedly felt "clumsiness and just not feeling right" and had been been "dropping a lot of stuff". The patient denied taking any extra doses of coumadin or deviation from normal instructions. The patient had bruising and left shoulder pain with an international normalized ratio (inr) of 6.3. A log file analysis by technical services noted 2 pump stops on (B)(6) 2020 at 7:13 am and 7:15 am. Speed drops were as low as 0 rotations per minute. In addition, the data showed multiple pulsatility index events occurring throughout the log. External perc lead repair performed on (B)(6) 2020. The patient underwent a pump exchange on (B)(6) 2020. The pump was shipped to abbott for analysis.